Event description:
The duett sealing device was deployed following a interventional procedure (via a 6f sheath in the right common femoral artery). During the deployment procedure, the operator of the device started to deflate the balloon before proper occlusive pressure could be applied. A femstop was applied but a 4 x 6 cm hematoma had developed. The hematoma expanded to a size requiring surgical repair and evacuation. The patient was reportedly doing fine after the surgery. No further problems were reported.